Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the m-02 error was not reproduced on the in-house system. The iesu was run in normal mode with no issue. However, the iesu failed instrument detection on bipolar slots 1 and 2.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error m-02 occurred when the integrated electrosurgical unit (iesu) vio dv booted up. The customer rebooted the iesu unit several times, but the issue remained. The surgery was proceeded using a third-party energy source (ft10). The procedure was completed as planned with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter to obtain the following additional information regarding the reported event: the system functionality was checked upon powering on the system, and no errors appeared initially. Isi technical support was contacted for troubleshooting. The surgical procedure was complete robotically. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the system but did not reproduce the reported issue. However, as the error was recorded in the system log suggesting a communication problem with the unit, the fse replaced the iesu. The system was tested and verified as ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.